Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: description of complaint: some needles are "clogged" and then cannot be used. This takes a lot of needles, as well as a lot of insulin. Again, this involved multiple boxes.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: description of complaint: some needles are "clogged" and then cannot be used. This takes a lot of needles, as well as a lot of insulin. Again, this involved multiple boxes.